Event description:
It was reported won't power up / no pressure. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, sticker seal was missing. Functional testing could not duplicate the reported problem. However, found a not operable downstream occlusion sensor error when performed downstream occlusion sensor pressure switch test. The root cause was found to be a faulty downstream sensor. Downstream sensor was replaced.